Manufacturer narrative:
(B)(4). Event evaluation. A review of complaint history, instructions for use (IFU) and quality control was conducted during the investigation. No product was returned to assist in the evaluation of the complaint device. There is no evidence to suggest that the product was not manufactured to specifications. The IFU lists instructions for sheath removal, including "withdraw the sheath and dilator as a unit." The warning states, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage," and the precaution is stated, "do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt." It was noted, "the risks of stenting through the proximal bare metal stent was discussed with the doctor by the district manager." Based on this information, it was determined that the root cause was user technique. With addition of this complaint, the risk remains acceptable due in part to low occurrence and high detection. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints. (B)(4). Event evaluation. A review of complaint history, instructions for use (IFU) and quality control was conducted during the investigation. No product was returned to assist in the evaluation of the complaint device. There is no evidence to suggest that the product was not manufactured to specifications. The IFU lists instructions for sheath removal, including "withdraw the sheath and dilator as a unit." The warning states, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage," and the precaution is stated, "do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt." It was noted, "the risks of stenting through the proximal bare metal stent was discussed with the doctor by the district manager." Based on this information, it was determined that the root cause was user technique. With addition of this complaint, the risk remains acceptable due in part to low occurrence and high detection. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints.

Event description:
A (B)(6) male patient had a fenestrated graft implanted without incident. After successful implant of the device the physician decided to stent the left renal that appeared to be stenotic. The risks of stenting through the proximal bare metal stent was discussed with the physician by the company representative. After cannulating the left renal with a wire, a 6fr ansel was advanced and a 5mm stent was advanced through the 6fr ansle into the left renal artery. While attempting to remove the 6fr ansel, it became stuck in the bare metal at the level of the fabric, pulling the stent off the wall and bending the proximal anchoring stents distally. Several attempts were made to dislodge the ansel sheath, but were unsuccessful. The physician then made the decision to pull the ansel sheath out and deploy the balloon mounted stent in the left renal. In the process of removing the ansel sheath, the proximal anchor stent was pulled off the left aortic wall and down into the proximal portion of the aaa zfen stent. To relocate the stent using a 40mm coda balloon were unsuccessful. An angiogram was taken and there was a small type one proximal endo leak present that the dr. Stated may go away and he would re-CT the patient in 30 days.

Event description:
A (B)(6) male patient had a fenestrated graft implanted without incident. After successful implant of the device the physician decided to stent the left renal that appeared to be stenotic. The risks of stenting through the proximal bare metal stent was discussed with the physician by the company representative. After cannulating the left renal with a wire, a 6fr ansle was advanced and a 5mm stent was advanced through the 6fr ansle it became stuck in the bare metal at the level of the fabric, pulling the stent off the wall and bending the proximal anchoring stents distally. Several attempts were made to dislodge the ansle sheath, but were unsuccessful. The physician then made the decision to pull the ansle sheath out and deeply the balloon mounted stent in the left renal. In the process of removing th ansle sheath the proximal portion of the aaa zfen stent. Attempts to relocate he stent using a 40mm coda balloon were unsuccessful. An angiogram was taken in there was a small type one proximal endo leak present that the dr. Stated may go away and he would re CT the patient in 30 days.

Manufacturer narrative:
(B)(4). The event is currently under investigation.